Event description:
It was reported that black foreign matter was found on the bd intima-ii¿ closed IV catheter system heparin cap during use. The following information was provided by the initial reporter, translated from chinese: "at 8:30 am on (B)(6) 2023, the indwelling needle was replaced for the patient. During the preparation process, the indwelling needle package was opened and there were many black foreign objects in the threaded opening of the heparin cap. After taking pictures and collecting evidence, it was discarded and a new indwelling needle was replaced. For patient use. Report to the head nurse and keep the samples well. This incident did not cause harm to the patient."

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 2321739. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.